Manufacturer narrative:
Additional information: patient information. Patient weight not available from the site.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The representative determined that the graphics card was improperly configured. The graphics card was reconfigured and the issue was resolved. The system passed a system checkout.

Event description:
Medtronic received information regarding an imaging device. It was reported that during the spins they only see a partial image on the 3d image. The site was able to proceed but the images were cutoff.

Manufacturer narrative:
Additional information: patient weight. If information is provided in the future, a supplemental report will be issued.